Event description:
Device malfunction: detachment. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device removal resistance was felt and the tip of the sheath detached at the distal guide. The detached piece was surgically removed from the pt anatomy. Hemostasis was achieved surgically. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
Device incorrect care/use of (against resistance). The device is expected to be returned for evaluation. It has not yet been received.